Event description:
Customer reportedly obtained a result of 2.5 inr on the coaguchek xs system while a comparison lab returned as 2.0 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.